Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker failed the cybersecurity update, and the clinician ended the session without retrying. The clinician noted that the rf antenna was not plugged in. The clinician opted to not attempt the new firmware download again. The patient was stable and unaffected.